Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is sandoz. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the pen ii omnitrope pen 10 experienced difficult plunger movement during use. The following information was provided by the initial reporter: trigger not releasable. The customer reported difficult in handling pen. He informs that at the time of trying to inject, feels that the applicator button does not go down normally, last night it was more difficult to perform the application because he had to do more force on the button.

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. H3 other text : see h.10.

Event description:
It was reported that the pen ii omnitrope pen 10 experienced difficult plunger movement during use. The following information was provided by the initial reporter: trigger not releasable. The customer reported difficult in handling pen. He informs that at the time of trying to inject, feels that the applicator button does not go down normally, last night it was more difficult to perform the application because he had to do more force on the button.